Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (line through display w/ moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: there was no moisture observed from outside the pump. A leak test was performed and a leak was found due to a cracked pump case. The pump case was opened and there was moisture observed internally. There was a crack between the keypad and case seal and there were lines going through the display. The moisture on the display caused the lines. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.